Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. They were unable to verify for the button error alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump after leaving the pump in a cooler with ice. Customer's blood glucose was 114 mg/dl. Customer stated that water was seen under the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.